Event description:
It was reported to boston scientific that during an endoscopic retrograde cholangiopancreatography procedure (ercp) the cut wire on the autotome rx sphincterotome was unable to cut; no current flowed through the sphincterotome. The procedure was completed with another same device, without pt harm.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates can not be determined.